Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with amikacin injection (125 mg, discontinued, route, frequency not reported) for peritonitis. Pd therapy was discontinued 12 days after the event onset. The patient was discharged from the hospital 17 days after hospital admission. At the time of this report, the patient has recovered from the event. No additional information is available.